Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 654839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), psychological trauma ("psych injury") and bacterial vaginosis ("bacterial vaginosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingo ophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, bacterial vaginosis and weight increased had resolved and the psychological trauma outcome was unknown. The reporter considered bacterial vaginosis, genital haemorrhage, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, gen. Abnormal bleeding,bacterial vaginosis, weight gain. Essure confirmation test done on (B)(6) 2010. Lot number:654839, manufacturing date:2009-07, & expiration date:2012-07 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 654839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), psychological trauma ("psych injury") and bacterial vaginosis ("bacterial vaginosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingo ophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, bacterial vaginosis and weight increased had resolved and the psychological trauma outcome was unknown. The reporter considered bacterial vaginosis, genital haemorrhage, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, gen. Abnormal bleeding,bacterial vaginosis, weight gain. Essure confirmation test done on (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: previously coded mental disorder pt updated to psychological injuries as per reported term added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), mental disorder ("psych injury") and bacterial vaginosis ("bacterial vaginosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingo ophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, bacterial vaginosis and weight increased had resolved and the mental disorder outcome was unknown. The reporter considered bacterial vaginosis, genital haemorrhage, mental disorder, pelvic pain and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, gen. Abnormal bleeding,bacterial vaginosis, weight gain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received : previously reported event "injury to herself" updated to "pelvic pain", events- " gen. Abnormal bleeding, psych injury, bacterial vaginosis, weight gain" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.